Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip of the stent was fractured.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 18mm x 2.75mm, eccentric, de novo target lesion containing a lesion bend of >45 and <90 degree was located in the moderately calcified right coronary artery. Predilation was performed with a 2.75x20 apex balloon catheter. A 20x2.75 omega¿ stent was advanced to treat the lesion but the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.